Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).

Event description:
It was reported the patient experienced seizure activity. The patient was hospitalized and was in ICU being worked up for cause of seizure activity. The pump was interrogated to check the settings and there was no unusual activity in the logs. The patient status was indicated as alive-no injury/no adverse event. The pump was delivering lioresal, 50mcg/day. Additional information has been requested, but it was not available at the time of this report.

Event description:
It was later reported that the patient was diagnosed with a csf leak. Once the seizure activity subsided, an exploration of the catheter insertion site was completed on (B)(6) 2013. The dura was stitched and the csf leak subsided. Patient was discharged with follow up appointments planned with the hcp surgeon and the pump managing hcp .

Manufacturer narrative:
(B)(4).